Event description:
Patient undergoing thoroscopic lobectomy. Dissection complete until left with posterior pedicle of about 2 inches in length. Surgeon placed a 45 mm endovascular staple across this pedicle. Surgeon then disengaged the stapler after firing it. The stapler had not cut the tissue clearly but instead had torn across it. This caused significant bleeding from the divided pedicle. Surgeon tried to reapply the stapler but was unsuccessful due to retraction of the tissues.